Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was in a meeting at the hospital they work at when they passed out. The patient stated the doctors treated him with glucose injections and gave him glucose jelly. The patient indicated at the time of event, the cgm was displaying 141 mg/dl and when the doctor checked his blood sugar the meter was reading 38 mg/dl. The patient stabilized and went back to work. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.